Manufacturer narrative:
On 4/12/16 - we were notified by (B)(4) that the correct serial number for this lead is (B)(4) which was already reported on MDR-1028232-2016-00297. Closing this file as a duplicate.

Event description:
This lead was returned without documentation from boston scientific. The serial numbers on the lead are unreadable. Should additional information be received, this file will be updated.